Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer verified erratic display on the upper graphic user interface (gui), replaced the gui and inverter printed circuit boards (pcbs) to correct the problem; and updated the software. The unit then passed complete performance verification.

Event description:
It was reported that the ventilator's top display being blurry. There is no reported patient harm associated with this event.